Event description:
Surgeon was performing colon surgery when rn circulator opened a 60 mm purple load for the endo tri-stapler gia. The stapler only stapled to 45 mm not 60 mm. Had to open an additional load. Staple load information- purple 60 tri staple load cat egia60amt, lot # n8g0936kx. Manufacturer response for staple, implantable, endo gia (per site reporter).